Event description:
This incident was reported by the patient's contact lens prescribing and treating physician. It was alleged that the patient experienced multiple unspecified eye infections during contact lens use and recommended patient to be refit to a daily disposable contact lens. Good faith efforts have been made to obtain further information success. As of (B)(6) 2025, the physician's office confirms the patient has not been refit to a daily disposable but has continued to successfully use the monthly replacement device in question with no further negative outcomes; no further information regarding the event will be provided. As of the date of this report, additional information is unknown. This event is being reported in an abundance of caution due to the unknown nature, or severity of the alleged infections with lack of medical information regarding diagnosis and treatment, and the potential for serious or permanent injury, or medication medical intervention necessary to prevent or preclude the occurrence of such event, associated with some ocular infections. Should further information become available, the manufacturer will complete further investigations as appropriate and submit a follow-up report as applicable.

Manufacturer narrative:
Manufacturers investigation of the returned device and manufacturing records found no failures or non-conformances and no trends were identified. No root cause could be established, the relationship between the coopervision device and the incident is unconfirmed.